Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that they recently had a refill and "after the refill the alarm go off and just today at about 1:15 the pump beeped 3 times and that was it". The patient mentioned that they were just curious about the beep. The patient mentioned other than the beep they did not have other issues with the pump but also mentioned that they would like to get the doctor to increase their dosage like they were supposed to have originally but the doctor has not done it and they just had to wait. The agent transferred the patient to their doctor.

Event description:
Information was received from a patient via healthcare provider who was receiving baclofen via an implantable pump for multiple sclerosis and intractable spasticity use. It was reported that they had his pump refilled today at 10 am and before that they knew the pump was low because they were getting an alert. The patient stated that when they came home the alarm stopped but a little while later it did it again. The agent reviewed the alarm that needs to be acknowledged by the healthcare provider for the alarm to shut off. The patient was redirected to their healthcare provider to further address the issue. Additional information was provided from a healthcare provider stated that the pump had gone empty prior to refill yesterday. The healthcare provider (hcp) stated that there also was a message that the pump had stalled. The patient came back today because pump was still alarming once every hour. The agent reviewed information on concurrent alarms and advised the hcp on steps to silence the audible alarm. The troubleshooting steps that were taken on the call resolved the issue. Additional information was provided from a consumer stated that they had the pump refilled this tuesday they heard the pump beep. The patient mentioned that "the day it was refilled I came home with the beep and I went back the next day" the pump was reprogrammed "and it's been find then all of a sudden about an hour ago I heard that beep a couple of times" , "like a heart rate at a monitor", "and it hasn't done it since", "it's not doing it anymore". The patient confirmed they did not have an external device. The patient also mentioned that when they went back to the hcp the doctor reached out to mdt regarding the alarm. The agent redirected the patient to their managing hcp if they hear the alarm or beep again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.